Event description:
A user facility's registered nurse (rn) reported that a custom combi set leaked from a hole in the blood pump segment two hours after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an ¿air in line¿ alarm. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The bloodline is not available to be returned to the manufacturer for evaluation. Follow up with the biomedical technician (bmt) revealed that the machine was the cause for the bloodline leak. The machine was pulled from service following the incident. It has been returned to service after the bmt replaced the blood pump rotor.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility's registered nurse (rn) reported that a custom combi set leaked from a hole in the blood pump segment two hours after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an ¿air in line¿ alarm. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The bloodline is not available to be returned to the manufacturer for evaluation. Follow up with the biomedical technician (bmt) revealed that the machine was the cause for the bloodline leak. The machine was pulled from service following the incident. It has been returned to service after the bmt replaced the blood pump rotor.